Event description:
The customer reported the system failed to generate x-ray. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and high voltage cable need to be replaced. The customer canceled the service call.